Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient experienced high blood glucose (bg) event (B)(6) 2026 and got treated with insulin pen. The blood glucose (bg) was high for more than four hours. No further information available.